Event description:
The customer received a blood glucose reading of 199mg/dl on the contour next link. She felt dizzy, was seeing double and could barely walk. She was taken to the fire department where she was retested. Her reading was 46mg/dl. She tested her blood again on her meter and the reading was still 199mg/dl. She ate some candy and a piece of cake. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant the customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.